Manufacturer narrative:
Larger size breast shields were sent to the customer. In follow up with the clinician on (B)(6) 2015, the customer indicated that she was no longer experiencing symptoms with the new breast shields. The original product is not being returned for evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer originally reported to customer service on (B)(6) 2015 that she had open sores on her breast from irritation while using an incorrect size breast shield with her medela pump in style advanced breast pump. The customer reported to a medela clinician on (B)(6) 2015, that she had received a prescription compounding cream, from her physician, to treat thrush/yeast.